Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened escape and act buttons dome switch. No button error alarm during testing. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump's keypad was unresponsive. Customer reported that the insulin pump failed to deliver a bolus. Customer did not recall any significant events leading up to the error. Blood glucose level was 200 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.